Event description:
It was reported that during an unknown procedure the harh36 probe active blade broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: t93h1m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.